Event description:
It was reported that the patient experienced inadequate pain coverage as a result of lead migration. During an examination/palpation the patient noted a change in pain coverage. The device was reprogrammed in an attempt to improve coverage on (B)(6)-2011. On (B)(6)-2011 an x-ray showed that the leads had slipped from t8 to t12-l1. The leads were surgically revised on (B)(6)-2011. Patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: 2011-(B)(6). Explanted: unknown lead, model 3778-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown programmer, model 37743, serial# (B)(4).

Manufacturer narrative:
(B)(4).